Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1km4f serial# implanted: (B)(6) 2017 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They called back repeating information already reported in this record, shock, turning stim down and breakthrough symptoms. Pt asked if it would help their breakthrough symptoms if they tried other frequencies. Patient services reviewed general information about activities and trying other programs, redirected to hcp.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot#: va1km4f, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 12-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient wanted to understand how electrodes worked and where they were in their body. Patient services reviewed information. Pt reported shocking starting problems starting in probably (B)(6) 2020. Pt said they noticed a horrible shock when they bent over to pick up something off the floor, they've had to do more bending since that time. Pt said after that they had to turn stim down so low it was not helpful anymore. Pt said they wonder if they notice the jolt when they bend down maybe they are more sensitive because they have ms. Pt also reported they had seen their doctor last week who told the patient they have some electrodes that are not working. Pt said they have ms which was confirmed unrelated. Pt also asked about the activity of horseback riding and specifically trotting their horse, when they trot they go up and down but they do not bump their crotch they bump their rear when they trot. Patient services reviewed interestim activities recommendations.